Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: device failed leak testing and had a cut on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut in the cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device failed leak testing and had a cut on the cable. There was no patient involvement.